Event description:
The pt was getting less pain relief, along with nausea and vomiting, and 18ml return on pump refills. A dye study confirmed that catheter was patent. The pump was replaced. During surgery there was good csf flow. The pt outcome was reported as no injury/recovered without sequelae. The pump contained dilaudid 35mg/ml delivered at 4 mg/day.

Manufacturer narrative:
Final device analysis was not available at the time of this report. A f/u medwatch report will be sent when the analysis is complete and/or when add'l info is received from the hcp.